Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded and reviewed the patient event file and observed that a "lead off" message was recorded prior to attempting to deliver 3 shocks to the patient. The lead was reconnected and a shock was successfully delivered to the patient. The therapy cable used in the event was not available for an evaluation. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that during a patient event, they attempted to deliver defibrillation energy to the patient and the device initially did not deliver the charge. The customer was able to manipulate the therapy cable and was then successful in delivering a shock to the patient. There was no adverse effect to the (B)(6) women, due to the reported issue.

Manufacturer narrative:
Section e4 of the initial medwatch report indicates: initial report sent to FDA ¿ blank. Section e4 of the initial medwatch report should indicate: initial report sent to FDA ¿ no.

Event description:
The customer contacted physio-control to report that during a patient event, they attempted to deliver defibrillation energy to the patient and the device initially did not deliver the charge. The customer was able to manipulate the therapy cable and was then successful in delivering a shock to the patient. There was no adverse effect to the 71 year old women, due to the reported issue.